Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. (B)(6) technical services (ts) recommended the patient be evaluated in clinic. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).